Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in 1991. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the event was unknown. Treatment details, action taken with dianeal therapy, and the patient¿s recovery status were not reported. No additional information is available.